Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that x-ray confirmed the right atrial (ra) lead dislodged approximately three weeks post implant. The ra lead was re vised and remains in use. No patient complications have been reported as a result of this event.